Event description:
Rptr stated that he tested in the a.m. And the result was 94 mg/dl. Within half an hr he went to his dr and the lab reading was 200 mg/dl. Rptr was not experiencing symptoms. Rptr states that he puts the strip back in; rec'd readings of 84, 94 and 91mg/dl. Rptr says he retests. Rptr did not have control solution for testing and had never cleaned the meter.